Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the light source exhibited an e200 error. The issue occurred during a diagnostic uterine examination procedure. The procedure was completed using the same set of equipment without delay. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was not confirmed. Based on the results of the investigation, the inspection was conducted in the repair department, but the phenomenon was not confirmed, thus the cause could not be presumed. Olympus will continue to monitor field performance for this device.